Manufacturer narrative:
Product analysis : macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Event description:
Levels implanted- l4-5 pre-operative diagnosis: spinal canal stenosis it was reported that the patient underwent a fusion surgery, the set screw rotated idly and it could not be broken off at final tightening. Product came in contact with the patient. Patient complications were reported as unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.